Event description:
While sitting in the transport chair, the end user fell backwards and sustained two fractured ribs.

Manufacturer narrative:
The end user was left unattended sitting outside on a concrete deck. The husband heard her yell and found the chair had tipped backwards and the end user was on the ground but still positioned in the chair. The actual incident was not witnessed. The left handle of the chair broke in the fall and the end user suffered two fractured ribs. The sample was returned and evaluated. Both brakes functioned properly when tested. With the exception of the broken handle, the frame was in good condition. Both handles exhibited damage which suggests the end user may have attempted to self propel or possibly leaned back causing the chair to tip. No manufacturing defect was identified. The owner's manual instructs caregivers not to leave end users unattended while sitting in the chair. It also warns against self propelling and leaning back while sitting in the chair. We have no info to suggest that a manufacturing defect caused or contributed to the reported incident. However, due to the reported injury, this medwatch is being filed.